Event description:
Intermittent atrial under sensing noted on current egm causing intermittent av synchronous pacing." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).